Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the iui connectors between these 2 units overheated and partially melted. The patient visualized smoke coming from the pca and pcu connectin and the devices were taken out of the room and sent to biomed. There was no patient harm. Although requested, no additional information was provided.